Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one egiaustnd instrument. Visual inspection of the returned product noted that the firing knobs were retracted and the articulation lever was in neutral position. The instrument was loaded with a pmv representative egia60amt reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracic procedure, the reload was connected with the handle and was used. The jaws were able to open and close, but after the tissue was clamped and green button was pressed, the handle was not able to be squeezed. A new package of the reload was opened and was connected with the handle for use, but the same issue occurred. A second handle was opened and the second reload was connected with it to deal with the issue, the device was able to fire without problems. The surgical time was extended by less than thirty minutes. There was no patient injury.